Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged blank display found on (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with blank display due to a broken battery tube assembly and case. Unable to download or perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found traces of moisture on the pcba1, pcba2, force sensor and motor. Swapped pump case with test case and pump powered up properly after battery installation. The following were noted during visual inspection: cracked case (battery tube), faded serial number label and cracked battery tube threads. In summary, blank display confirmed due to broken battery tube assembly. Cracked case on battery tube confirmed. Exposed to moisture confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had crack on backside. There was no damage to retainer ring. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.